Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set had a separation between the infusion tube and 'murphy dropper'. The infusion set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.